Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that oversensing related to minute ventilation (mv) was noted when it comes to this device. The mv was programmed off. No adverse patient effects were reported. A request for review was sent to boston scientific technical services (ts). Ts confirmed an issue with mv oversensing and noted even though the daily measurements show an in-range and very steady pace impedance, during the time that these electrocardiograms were being recorded, the impedance of the right ventricular (rv) lead system was much higher. Now that the mv sensor has been set to off, this signal will no longer appear. The rv lead is a competitor lead.